Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. All components of the existing ipp were explanted and replaced with a new ipp. No information about the patient outcome is available at the moment. Additional information was requested. Additional information was received. Device explanted due to loss of fluid caused by hole in cylinder.

Manufacturer narrative:
Product investigation: the complaint component was returned and analyzed, and the reported allegation of a cylinder hole and fluid leak was confirmed via product analysis. The ams700 device was visually inspected. There was a leak in one cylinder and broken fabric threads that were the result of wear at the corner of a fold with avulsion. The other cylinder had a hole in the outer tube due to wear at the corner of a fold with avulsion. The reservoir performed within specifications. The pump was not functionally tested due to the cylinder leak and contamination. Fluid leak and the hole were confirmed. The product record review indicated that the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was determined as the reported allegation of a fluid leak and hole could be attributed to the component failure identified during product analysis. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. All components of the existing ipp were explanted and replaced with a new ipp. No information about the patient outcome is available at the moment. Additional information was requested. Additional information was received. Device explanted due to loss of fluid caused by hole in cylinder.